Event description:
Additional information received from a healthcare professional (hcp) and a manufacturer representative (rep) reported a pocket fill was not determined, it was just assumed. It was noted that the cause of the patient's symptoms were not determined. It was noted that the patient was lethargic and hard to arouse tuesday ((B)(6) 2020) afternoon. It was unknown if the patient's condition improved. Further information received from a hcp reported the patient arrived on (B)(6) 2020. The patient was somnolent and passed out in the waiting room. No visit was performed. An ambulance was called. The patient was transferred to hospital on stretcher by ambulance. On (B)(6) 2020 the patient was in for refill of device. The patient still had some symptoms. The refill was performed in accordance to standards. No changes in dose were made. On (B)(6) 2020 the hospital called and wanted a change in the dosage. The dose was changed from 8.00 mg/day to 0.150 mg/day by hcp order. No action was taken by hcp in regards to explanation it was noted the patient was in the hospitals care at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a company representative who reported that the patient was receiving hydromorphone 25mg/ml at approximately 8mg/day via an implantable pump. The patient¿s medical history included chronic pain. It was reported that the patient came to the hospital with overdose symptoms. The patient was given several doses of narcan and over the next day became more lethargic. The patient had a pump refill on (B)(6) 2020 at the physician¿s office. The environmental, external or patient factors that may have led or contributed to the issue was possible patient compliance, they were unsure if the patient took any oral narcotics. The diagnostics or troubleshooting performed was the nurse updated the pump to a 48hr stop on (B)(6) 2020. The pump was interrogated and put to minimum rate on (B)(6) 2020 per the ICU (intensive care unit) intensivist order at 11:30am. The patient was being transported to the ICU and a narcan drip was initiated. The actions and interventions taken to resolve the issue as the pump was interrogated and updated to minimum rate. The intensivist was aware that if the pump reservoir was accessed they would be able to verify if pocket fill did occur. The issue was not resolved at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient was having drowsiness and the hcp believed it started shortly after the pump refill on (B)(6) 2020. The hcp did not know if the dose was changed at that time but wanted to have the pump turned down but did not manage pumps. The patient was in the hospital and the hcp did not want to discharge him due to the drowsiness.